Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the needle bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle bending could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the ampules containing the medication were broken in many of the trays and the tuohy needles were bending upon insertion.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ampules containing the medication were broken in many of the trays and the tuohy needles were bending upon insertion.